Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "randomized clinical trial of rotating-platform and fixed-bearing total knee arthroplasty: no clinically detectable differences at five years" written by michael m. Kalisvaart, md, mark w. Pagnano, md, robert t. Trousdale, md, michael j. Stuart, md, and arlen d. Hanssen, md published by the journal of bone and joint surgery, incorporated 2012 was reviewed. The article's purpose was to report on a randomized clinical trial of rotating-platform tkas for maximum knee flexion, better function or better durability. All implants were depuy. Cement manufacturer is not identified and the original implants for revisions were not known. Patella resurfacing was performed in at least 1 patient. The article does not provide adequate information to determine accurate quantities. Depuy products utilized: pfc sigma system for primary tkas. Adverse events: osteolysis around femoral and tibial components (osteolysis associated with poly insert wear treated by revision), tibial tray component loosening (treated by revision), femoral component, patella component loosening (treated by removal and bone grafting), infection (treated by 2 stage revision), patella crepitus (treated by arthroscopic debridement), knee stiffness and limited range of motion (treated by arthroscopic debridement and manipulation), generalized knee pain reports without indication of root causes.